Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (patient code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After consultation with the patient¿s primary surgeon and a plastic surgeon, the team determined that a full revision was the appropriate course of action to treat the sepsis and patellar tendon insufficiency. The plastic surgeon will perform a gastroc flap to repair the tendon in a subsequent surgery. Upon entering the joint, all components were removed. The surgeon notes that the tissues were healing nicely from the I & d performed a few days earlier. The tibial tray cement was debonded at the bone to implant interface, but there was no noted loosening of the tray. The patellar tendon was secured with unknown mesh and suture as a temporary measure until the reconstruction can be performed. The patient was revised with a competitor revision knee utilizing unknown cement. The patient will be immobilized for 8 weeks and will continue IV antibiotics. The procedure was completed without complications. It should be noted that the revised insert, mesh, or the washers and screws did not contribute to the previously reported infection or patellar tendon insufficiency. Doi: (B)(6) 2020; (B)(6) 2020 - insert. Dor: (B)(6) 2020 - revised insert, and primary femoral, tray, and patella right knee.